Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturer date): unk, no serial number reported. Claim# (B)(4).

Event description:
It was reported that a toric implantable collamer lens came out damage from the cartridge in the loading process. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).